Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Good clinical practice recommends not to take blood samples under current infusions. For critically ill patients, it is not possible to pause or interrupt current katecholamine administration without putting patients at risk. Nevertheless, the place of taking samples should not be directly at the same location of infusion (tip of multi way central vein catheter). As described in literature, the effects of interference are minimized if the sample was taken e.g. Out of a peripheral vein puncture or via arterial catheter. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on an unknown roche clinical chemistry analyzer. The patient sample was collected from a central venous catheter with three lines. The sample was collected from one line, while drugs were administered to the patient through the other two lines. The patient was receiving a dopamine infusion through the central venous catheter. The customer alleges the dopamine medication interfered with the roche creatinine measurement. A first sample was collected from the patient and this resulted with a creatinine value of 34 umol/l when tested on the roche system. This value was reported outside of the laboratory. A second sample was collected from the patient and tested for creatinine on an abl analyzer, resulting with a value of 133 umol/l. Due to the difference in values of the two samples, the medical personnel questioned the value of 34 umol/l measured on the roche system. The first sample was repeated on the roche system and the repeat value matched the initial result. The first sample was also repeated on the abl system, resulting with a value of 140 umol/l. The model and serial number of the roche analyzer were requested, but not provided.